Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, it was found that the error appeared during machine startup. The error was related to the compressor, so the compressor output test from calibration in service mode was performed. The test was completed successfully. All functional tests were also performed and passed. Checked all calibration values and found them within the acceptable range. The machine was then switched on in normal mode, and the error was found to be rectified. The system was tested on the trainer for more than 2 hours and found working normally. The machine was returned to use and will be kept under observation for one week.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit had power up test fail code #14. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). Telephone, the full event site telephone is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had power up test fail code #14. There was no patient injury or harm reported.